Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right atrial (ra) lead exhibited high capture threshold and loss of capture. It was also confirmed via x-ray that the lead had dislodged. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.